Event description:
The customer reported to olympus, the light source does not not recognize the endoscopes and they suspected the connector may be defective. The issue was found during preparation of use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the inspection, rust was found inside the device and scope socket. Additionally, the top cover was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over (9) nine years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the phenomenon occurred, due to fluid invasion. Olympus will continue to monitor field performance for this device.